Event description:
Facility had an adverse reaction, physician did not vary from his practice. Reported that the line was flushed (and aspirated) this with 20ccs of saline, left it in the plastic tray, made sure it did not come in contact with chg, placed a new drape under the introducer. The reaction happened immediately after the first flushing, lasted just minutes. The patient has had multiple PICC placements who has never had a reaction before.

Manufacturer narrative:
The device has not been returned to the manufacturer at this time for evaluation. A chr review is not possible, as no manufacturing lot number has been provided by the complainant.